Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra resilia valve implant in aortic position with non-ew pre-existing surgical valve by transfemoral approach during the procedure, upon valve deploying with nominal volume, the commander delivery system balloon burst and the delivery system was immediately pulled back into the descending aorta. The valve was fully deployed with minimal paravalvular leak (pvl). The implanter was reminded by the edwards field clinical specialist to not attempt to remove the delivery system and that the delivery system/sheath needed to be removed as together. A second esheath+ was prepared in anticipation of removing the esheath+/delivery system. The implanter encountered resistance and it was decided to use contralateral side to ensure that the implanted valve was implanted appropriately. While attempting to access the contralateral side with non-edwards sheath for further balloon inflations with non-edwards balloon, the patient had hemodynamic collapse and patient passed away. The cause of death was descending aorta trauma. After the patient was deceased, the implanter pulled the equipment out and it's possible parts of delivery system and potentially the sheath remained in the patient (unable to determine if these pieces were retained during withdrawal difficulties or upon removal of device after patient deceased). The aortic dissection was found after valve deployment. The team was unable to conclusively state when the trauma occurred but appeared to occur after attempting to remove ruptured balloon/sheath/delivery system due to timing of hemodynamic collapse and patient situation. As per provided imagery, balloon burst, balloon separation, sheath liner torn and sheath liner delamination at tip was noted.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided showed the balloon was burst and the balloon and nose tip were separated from the commander delivery system. The complaint for balloon burst was confirmed based on the evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per follow up there was presence of calcium on leaflets . The presence of calcification and pre-existing prosthetic valves can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for withdrawal difficulty was confirmed based on the evaluation of provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the esheath+ distal tip was damaged after removal. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint for system component separation was confirmed based on the evaluation of provided imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.